Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The personality module energy device (pmed) was installed on the test system. The system started up without error. All 3 ports were tested and energized without any error. The pmed was tested with monopolar and bipolar instruments, and all ports were fully functional as normal. The complaint was not confirmed based on failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm the issue and replaced the personality module energy device (pmed). The system was tested and verified as ready for use. Isi has received the pmed involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right bipolar port on the generator was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received additional information from the customer. The customer changed the connection port (the port for connection with vision cart) and also changed the generator. The procedure was completed robotically. The generator was exchanged during the case. Patient information was not provided.

Event description:
Refer to h10/h11 for follow-up information.